Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat an 80% stenosed lesion in the left anterior descending artery (lad) with timi 3 flow. Three atherectomy treatments were performed on low speed without incident. During the third treatment, the patient presented with chest pain. The oad was removed and angiography showed haziness at the lesion site along with timi 2 flow. Balloon angioplasty was performed to return timi 3 flow. A type e dissection was observed at the lesion site and a small diagonal vessel at the distal part of the lesion was 100% occluded. Attempts to wire the diagonal with non-csi guide wires resulted in a small perforation. A stent was placed at the site of the lesion with an excellent final appearance and timi 3 flow. Subsequently, the troponin levels of the patient were noted to be elevated, and an echocardiogram showed a large wall motion defect involving the distal anterior and apical segments near the lad. Due to the perforation and occlusion in the diagonal, the patient presented with tamponade three hours post-procedure and a pericardiocentesis was performed. The patient was hospitalized for two additional days and discharged in stable condition. Per the physician, the wall motion defect was out of proportion to what would be expected from the occlusion of the small diagonal vessel, and there was no evidence of distal macro or micro embolizations which would account for the wall motion abnormality.

Manufacturer narrative:
Csi ID: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a 70% stenosed lesion in the left anterior descending artery (lad) with timi 3 flow. Three atherectomy treatments were performed on low speed without incident. During the third treatment, the patient presented with chest pain. The oad was removed and angiography showed haziness at the lesion site along with timi 2 flow. Balloon angioplasty was performed to return timi 3 flow. A type b dissection was observed at the lesion site and a small diagonal vessel at the distal part of the lesion was 100% occluded. A stent was placed at the site of the lesion with an excellent final appearance and timi 3 flow. Subsequently, the troponin levels of the patient were noted to be elevated, and an echocardiogram showed a large wall motion defect involving the distal anterior and apical segments near the lad. Per the physician, this defect was out of proportion to what would be expected from the occlusion of the small diagonal vessel, and there was no evidence of distal macro or micro embolizations which would account for the wall motion abnormality. The patient was hospitalized for two additional days and discharged in stable condition.